Event description:
Patient c/o chills and low back pain two hours into hemodialysis. Pre hemodialysis temperature 98.3 and post temperature 101 degrees. Treatment discontinued. Blood returned, blood cultures drawn, admitted to hospital. The ro system had been by-passed x one hour in the am due to a leaking pipe - blood culture results were negative. The patient has since been discharged, and cultures were all negative. Patient is back dialyzing @ home facilitydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.